Event description:
The customer reported a home care patient's tube had leakage occur about ten days after the cannula was positioned. The patient was taken to the hospital as a non-emergency and the defective tube was replaced with a new one.

Manufacturer narrative:
The history record for the lot number provided will be reviewed. If the sample is returned, a failure investigation will be performed. No analysis or conclusions can be made without the device.